Event description:
It was reported that the right atrial (ra) lead had chronic high thresholds. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: p1501dr implantable pulse generator (ipg) 2010-(B)(6); 3889-28 implantable urinary lead 2011-(B)(6); 3058 implant able urinary ipg 2011-(B)(6). (B)(4).